Manufacturer narrative:
Original report from somatics, 140295-2020-00010 was sent in august 2020. Thorough investigation of the complainant (B)(6) medical records was undertaken by an impartial examiner who is a board-certified psychiatrist and neurologist. This examiner found no evidence in the medical records to support complainant's claims of memory impairment, cognitive impairment or 'brain damage" resulting from ect treatment with the thymatron ect instrument. This concludes somatics' medwatch report about complaints stated by (B)(6).

Event description:
Mr. (B)(6) claims multiple injuries including brain damage, cognitive impairments and other issues.

Event description:
Mr. Thelen claims multiple injuries including brain damage, cognitive impairments and other issues.